Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, gel bleed, and concern with the product.

Event description:
Healthcare professional reported "patient was worried" and right side "capsular contracture, baker grade iii and perspiration without rupture". The device has been explanted.